Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided kidney biopsy into a normal density tissue, the device allegedly self-activated after the second slide was primed and outside of the patient. Reportedly, both slides were able to prime and was dry-fired outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one maxcore needle was returned for evaluation. A bend was noted to the needle 0.75" from the distal end of the handle, and the sample notch was found bent forward. Functional testing was not possible due to the received sample condition (i.e. Bent needle). Therefore, the investigation is inconclusive for the alleged self-activation. It is possible the insufficient cannula tang engagement contributed to the reported issue, however, per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." It is possible that procedural factors contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation of an ultrasound-guided kidney biopsy into a normal density tissue, the device allegedly self-activated after the second slide was primed and outside of the patient. Reportedly, both slides were able to prime and was dry-fired outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.